Event description:
Customer reported via phone call that they have been experiencing issues with the insulin pump for 6 months. Customer stated that the buttons are getting stuck and the screen would keep scrolling. Customer also reported that the insulin pump had cracks around the reservoir compartment. Customer is able to read the screen but with difficulty. Customer stated that damage was just due to wear and tear. Blood glucose value is unknwon. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.